Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to possible right atrial (ra) lead concerns. Upon review, significant atrial undersensing of atrial fibrillation (af) with rapid ventricular response (rvr) was observed. In addition, af burden was lower than what was documented due to the atrial undersensing. This pacemaker system remains in service. No adverse patient effects were reported.